Event description:
A pt's spouse contacted our firm stating that his wife had an adverse event while wearing "your product." He did not indicate the specific product name, wear scheduled or the treating eye care professional's info. He stated "the lens had a very ragged edge on the side and cut her eye." He stated that the pt had undergone surgery and "now there is a permanent scar!" No additional info is available. Our company has made numerous unsuccessful attempts to obtain additional info. The product in question has been requested but has not been returned for evaluation and the lot number is unk at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed. No conclusions can be drawn.